Event description:
It was reported that the ilet user experienced an urgent low blood glucose episode after eating dinner without submitting a meal announcement, which led to postprandial hyperglycemia followed by automated correction doses and subsequent hypoglycemia. The event was managed with oral glucose and food, and the interaction focused on meal announcement best practices, with the device¿s user interface implicated only as context for use. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 264 mg/dl with dizziness, sweating, shaking, and muscle weakness in the legs during the hypoglycemic episode. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, identified a usage problem, and categorized the medical device issue as an improper or incorrect procedure or method related a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.